Manufacturer narrative:
The investigation confirmed that lower than expected vitros phbr quality control results were obtained. Performance testing determined that the vitros 5600 system was most likely operating as expected at the time of the event. Calibration of an alternate lot of phbr reagent slides resolved the customer issue. A definitive root cause for the event could not be determined.

Event description:
The customer obtained lower than expected vitros phbr quality control results while using a vitros 5600 integrated system (mas qc level 2 = 37.42 g/ml vs. Expected result 47.66 g/ml; tdm pv ii = 21.51 g/ml vs. Expected result 27.43 g/ml). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur undetected with patient samples. No discrepant phbr patient results were reported to the clinician. There was no allegation of harm to patients as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics, inc. Complaint numbers 1224093 / ivd 204162.